Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for scheduled procedure. It was noted that the right ventricular lead had perforated, and programming changes were performed. During the procedure, it was discovered that from the perforated lead diaphragmatic stimulation was evident. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.